Manufacturer narrative:
The reported event of setscrew anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular setscrew was backed out of its connector block as a result of unscrewing the setscrew too far. The backed-out setscrew prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that during a replacement procedure due to normal elective replacement indicator (eri), the set screw of the device was unable to be tightened. The device was not implanted and a replacement device was successfully implanted. The patient was in stable condition.